Event description:
Customer reported that the insulin pump's case was cracked above the display. Customer did not recall how the damage occurred. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.